Manufacturer narrative:
(B)(4). Foreign source: (B)(4). The device has not been returned for analysis as it is still implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It has been reported that following the placement of an intramedullary nail, the nail was discovered via x-ray to be fractured. The patient has not yet been revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow up is being submitted to relay additional information. Updated: h4 updated 01 nov 2012. H6 updated method 4109, 4110, 3331 and 4114. H6 updated results 3252. H6 updated conclusion 4315. Reported event of fractured im nail was confirmed in submitted radiographs. The im nail remains implanted. DHR reviewed and no discrepancies were noted. No design changes that would impact the failure mode. A review of the complaint data base was performed, and twenty seven same/similar complaints were found. Root cause was unable to be determined.